Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation information from the local service department, the reported event could not be reproduced and there was no errors in the error log. Therefore, omsc presumed that the phenomenon might be occurred due to an abnormality in the scope or cable.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the endoscopic ultrasonography, stripes appeared in the endoscopic image and image was intermittent only with the videoscope gf-uct180 and gf-ue190. There was no report of patient injury associated with the event.